Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 413 mg/dl. Customer's blood glucose at the time of incident was 174 mg/dl. The customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. Troubleshooting found that the drive support cap was normal but the customer declined to check the basal settings. Troubleshooting advised customer to change the entire set, reservoir and insulin and assisted during this process. Customer was also advised to follow up with their doctor regarding the high blood glucose and to monitor the pump.